Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a broken tip clip and lip clamp in the problem area of the pipetter assembly. The fse replaced the tip clip and lip clamp. The instrument was inspected, tested without further problem, and returned to service.